Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain additional information regarding the reported event, but no further details were provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the transformer popping and smoke inside the power supply unit. Additionally, the unit would also power off and sometimes fail to power on. The source of the difficulty was the power supply unit. The unit has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users reported that the device emitted smoke and popping sounds, and they experienced a complete loss of image. It was unknown whether or not the intended procedure was completed. There was no patient harm.